Manufacturer narrative:
Device returned and evaluated, found to have a broken weld at the bottom rear of the left side frame, but found no back issues the right side of the frame. The root cause is unknown.

Event description:
Dealer is stating that the left side frame broken at the weld at the back cane. Dealer is unaware what the weight of the patient. Dealer believes that the patient was inside their house when it happened, but not 100% sure. No other information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer is stating that the left side frame broken at the weld at the back cane.